Event description:
Revision surgery - due to soft tissue laxity and dislocation.

Manufacturer narrative:
The reason for this revision surgery was soft tissue laxity and dislocation. The length of in vivo service was 2.3 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 113 prior complaints reported against this part number; summary of investigations: 39 dislocation, 23 instability and looseness, 12 trauma, 3 pain, 16 infection and others not associated with product issues. This is the first complaint against this lot number. The surgeon reported no issues associated with the explanted product. No other conditions, root cause, relating to this event could be determined with confidence. Factors that may contribute to joint dislocation that are not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. The surgery was successfully completed and without incident. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.